Manufacturer narrative:
The field service engineer went for onsite service at the customer site and confirmed that the reported issue of no sound. The fse determined that the speaker assembly was defective and needed to be replaced.

Event description:
The customer reported a speaker malfunction from the device. The device was not in use at time of event, there was no adverse event reported.